Manufacturer narrative:
The t:slim g4 user guide recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut down due to insufficient battery power. Reportedly, the customer did not charge the pump. Customer had elevated blood glucose levels (368 mg/dl). Customer delivered a manual injection to stabilize blood glucose levels. The pump was successfully turned back on.